Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/13/2018 with the following findings: on investigation, it was noted the shipping date of the pump was approximately 12-dec-2016. The dates that were recorded in the pump history were recorded prior to this shipping date. The black box data revealed that the pump had never been powered on by the user and was not used for insulin delivery. There was no moisture observed in the battery compartment and no damage was found to the battery compartment or the returned battery cap. The returned battery cap was evaluated and found to measure within the required specifications. The battery cap attached to the pump properly and maintained electrical connectivity throughout the 24-hour duration testing period. No power interruptions were duplicated during the investigation. There was no evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the alleged power complaint.